Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4: batch # 445c24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60t reload present. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 445c24, and no non-conformances were identified. Additional information was requested and the following was obtained: they put 2 separate batteries in before they aborted from using the first stapler before switching to a new device to finish the case.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the first firing at the antrum, device was clamped down on tissue but there was no power. Battery was removed and reinserted still no power. Battery was removed and flipped over but still no power. A second device was opened and the new batter was inserted to the original device still clamped on tissue, again there was no power to the device. The device was removed from tissue and the new device and battery was used to complete the procedure. There were no adverse consequences for the patient.